Event description:
It was reported a clinical study patient had a benign prostatic hyperplasia (bph) procedure (B)(6) 2012. Twenty-two days post procedure, the patient presented with retrograde ejaculation, onset date (B)(6) 2012; continuing (B)(6) 2012. No further information was reported.

Manufacturer narrative:
Used for retrograde ejaculation.